Event description:
Implant date: 2012. Pt demographics: ID (B)(6). Former smoker (>1 month, 45 pack years), hypertension. Failed conservative treatment. History of back pain l2-s2. Concommitant medications include ace or arb inhibitors, hypertension medications. It was reported that the patient presented with radiculopathy, extremity pain, and motor weakness. The patient was diagnosed with stenosis l2-s2 and spondylosis l2-s2. Preop odi 48. The patient underwentan open posterior surgery consisting of fusion l4-5 and laminectomy l2-s2. Autologous local bone, rhbmp-2/acs, posterior instrumentation, bone marrow aspirate, and calcium-based bone graft substitutes were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 4. The patient's 30-day odi was 32. The patient developed urinary retention post-op. The patient developed pneumonia and lung problems post-discharge.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information.

Event description:
It was reported that the patient was diagnosed with back pain (l2-s2), degenerative disc disease. Procedures performed: posterior discectomy (l4-l5), posterior disc space fusion (l4-l5), posterior laminotomy (l2-s2), posterior laminotomy facetectomy (l4-l5), posterior laminectomy (l2-s2). No other information was provided.